Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the hakim valve was implanted via v-p shunt 17 years ago (unknown setting). On an unknown date, ventricular enlargement was observed and an attempt to change the setting was unsuccessful. On (B)(6) 2020, it was found under fluoroscopy that the cam was dislocated. Therefore, the valve will be replaced with a new valve.

Manufacturer narrative:
The valve was not returned for evaluation (still implanted) and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.